Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached pediatric electrode pads. Complainant indicated that the clinician obtained a set of adult electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaulation. However, visual data of the customer's report was provided by the customer. The report was observed during review of the visual data. The visual data showed the g3 prompting check electrodes both without electrodes attached and after electrodes had been attached. The g3 device should detect electrodes when they are attached, without reopening the lid, the customer confirmed they were replacing the device and would not be sending in the suspect device for evaluation. Analysis of reports of this type has not identified an increase in trend.